Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 144143: 3 items manufactured and released on 06 june 2014. Expiration date: 2019-04-30 no anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for an infection. Liner swap. The surgery was completed successfully. (Pathogen is not available).